Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 07dec2020.

Event description:
It was reported to philips that the device had a shutdown while in use. When the device was restarted the blower was not functioning. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the battery and the blower needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the battery and the blower to resolve the issue and bring the device back to functionality. It was confirmed that the battery is over 5 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.